Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched message caused by a loose link screws (upper). The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump has a door not fully latched message. It was also reported that there was no pt injury.